Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with fibroid uterus, sui, menorrhagia due to lsh. The patient underwent laparoscopic bso, fulguration of endometriosis, and reapproximation of vagina over the exposed mesh on (B)(6) 2012 due to abdominal pain and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/16/2016. (B)(4). It was reported that following insertion patient experienced vaginal discharge.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, post-coital vaginal bleeding, and foul vaginal odor.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that the patient underwent removal of vaginal mesh, cystoscopy, and bladder biopsies on (B)(6) 2015, due to pelvic pain, refractory to conservative therapy. No additional information was provided.